Manufacturer narrative:
This is the same event as 3010536692-2015-00659, -00660.

Event description:
Allegedly, patient revised due to shedding of metal debris into bloodstream, tissue damage, persistent pain and decreased mobility.